Manufacturer narrative:
Age at time of event: over 18 years. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the right coronary artery (rca). A 182cm choice¿ guide wire was selected and advanced into the guide catheter; however, it was noted that the guide wire broke into two, about mid section. The broken wire was pulled out from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has wire broken, as part of overall visual revision. The visual inspection was performed and the device returned fractured in two section; moreover, distal section is kinked at 120.9cm approx. From the distal end. All the outer diameter (od) taken were measured and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the right coronary artery (rca). A 182cm choice¿ guide wire was selected and advanced into the guide catheter; however, it was noted that the guide wire broke into two, about mid section. The broken wire was pulled out from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.